Manufacturer narrative:
G4: 28oct2019, b4: 29oct2019, h11: there was no patient involvement. The manufacture's field service engineer (fse) performed remote troubleshooting. The customer confirmed that they had tried calibration, but the problem persisted. The fse recommended a touch screen replacement. The customer located the unit and confirmed that the touch screen was working properly. No parts were replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 27aug2019.

Event description:
The customer reported that the touch screen was not working. It is unknown if the device was in use at the time of the event. However, there was no patient harm reported.